Event description:
It was reported via repair work order that the big wheel is unable to retract due to damaged cam bracket assembly resulting in reduced braking force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.